Event description:
Analysis of the handheld was completed on (B)(4) 2014. During the analysis it was identified that the handheld could not complete the screen alignment utility during the initial setup process. The cause for the anomaly is associated with debris that was trapped under the case. Once the display was cleaned, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. Analysis of the flashcard was reported in MFR. Report # 1644487-2014-01596.

Event description:
It was reported that the handheld was out of order. Troubleshooting confirmed that the handheld had no response. A new handheld was requested. Further follow-up revealed that troubleshooting was performed by removing and reinstalling the battery. The battery was recharged and still no response was received from the handheld. The handheld cords were rechecked and the issue was not resolved. The handheld would not respond to the stylus. The handheld and flashcard were received for analysis. Analysis is underway, but has not been completed to date.